Event description:
Procedure type: oesophagectomy. According to the reporter: during the procedure, the surgeon didn't manage to connect the anvil to the instrument. The anvil disconnected each time the surgeon tried to tighten the instrument. After several tries, the surgeon finally converted into an open procedure and performed manual suture. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).